Event description:
Inflammatory effusion, fever. Info was rec'd in 2002 from a physician regarding a pt who had rec'd one injection of synvisc and experienced a new onset of pain and swelling seven days later. An arthrocentesis was performed and revealed a wbc count of 37,000 and pmns of 92%. The fluid was cultured and negative for crystals. Three days later, the effusion returned accompanied by a fever. The knee was re-aspirated with similar results. The erythrocyte sedimentation rate (esr) was noted at 75. The pt was subsequently taken to the operating room (or) where an arthroscopy was performed. No purulent lesions were noted. The knee was lavaged and the physician had planned on initiating empiric intravenous (IV) antibiotic therapy. The physician stated that it was unclear if the inflammatory effusion was related to synvisc since the event occurred (atypically) after the pt received the first dose. Also noted was the fact that the reaction occurred seven days post-implantation. Synvisc therapy was discontinued. The pt's clinical outcome was not reported. Arthroscopy with lavage; IV empiric antibiotics (unspecified).